Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated fields e2, e3, and g2). Additionally, to provide information received through follow up (updated field b5) and to provide a correction to field d4-UDI. Although the lot of the actual product is unknown, there is information that it was not a recalled product, so it was judged to be a complaint due to a design change product and an investigation was conducted. The user reported that no anti-fog agent was applied to the scope lens. However, lubricating jelly was applied to the distal end of the scope. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user did attach the distal cover to the scope and then pull or twist the cover to make sure the cover did not come off. Additionally, the distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. Reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test: when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the subject device was not returned an a specific cause could not be determined. The event can be prevented by following the instructions for use which state: warning: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided: there were no symptoms of defecation or vomiting after the procedure. The cap was not retrieved after the procedure. No additional information regarding the patient's condition.

Event description:
The customer reported that the single use distal cover fell off from the evis exera iii duodenovideoscope during an unspecified diagnostic procedure. The customer was not sure where the distal cover was lost but when they noticed it was missing, they went back in to look for it as far as the duodenum, but they never located it. The procedure was prolonged by 30 minutes to try and locate the cover. The condition of the patient and outcome of the procedure were not impacted and there was no further medical intervention done. The procedure was completed with the same device. There was no harm or user injury reported due to the event. The related patient identifier (B)(6) reports the evis exera iii duodenovideoscope.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00360.